Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e0503 captures the reportable event of embolism. Imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e0513 captures the reportable event of vessel pseudoaneurysm. Imdrf patient code e2401 captures the reportable event of massive issue of pus. Imdrf impact code f2303 captures the reportable event of hemostasis with adrenaline serum. Imdrf impact code f08 captures the reportable event of hospitalized. Imdrf impact code f2301 captures the reportable event of a double pig tail stent in the light of the catheter.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted for drainage of a post-acute pancreatitis collection during a gastroduodenostomy procedure performed on (B)(6), 2023. Post stent placement, the patient experienced acute hemorrhage on the puncture site and had massive issue of pus. A double pig tail stent was then implanted. On (B)(6) 2023, the patient underwent arteriography procedure and imaging showed false aneurysm within the artery loops. The patient also experienced gastrointestinal embolization. The stent was removed from the patient and there was no complication reported during and immediately after the intervention. The patient was hospitalized. Note: according to the complainant, the axios stent was implanted during gastroduodenostomy procedure. However, the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for gastroduodenostomy procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e0513 captures the reportable event of vessel pseudoaneurysm. Imdrf patient code e2401 captures the reportable event of massive issue of pus. Imdrf impact code f2303 captures the reportable event of hemostasis with adrenaline serum. Imdrf impact code f08 captures the reportable event of hospitalized. Imdrf impact code f2301 captures the reportable event of a double pig tail stent in the light of the catheter. Imdrf impact code f19 captures the ir procedure performed. Block h11: blocks d4 (model number, catalog number, and unique identifier UDI), and h6 (patient and impact codes) have been corrected following a medical review which determined that the code for embolism was for the procedure, and the need to account for the ir procedure performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted for drainage of a post-acute pancreatitis collection during a gastroduodenostomy procedure performed on (B)(6) 2023. Post stent placement, the patient experienced acute hemorrhage on the puncture site and had massive issue of pus. A double pig tail stent was then implanted. On (B)(6) 2023, the patient underwent arteriography procedure and imaging showed false aneurysm within the artery loops. The patient also experienced gastrointestinal embolization. The stent was removed from the patient and there was no complication reported during and immediately after the intervention. The patient was hospitalized. Note: according to the complainant, the axios stent was implanted during gastroduodenostomy procedure. However, the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for gastroduodenostomy procedure.